Event description:
The user facility reported that a v-pro1 sterilizer emitted smoke during a processing cycle. The unit was shut off and the employees evacuated the medical device reprocessing department. There were no injuries to hospital staff or patients and no procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the v-pro unit and identified that the pop-off valve on the vacuum pump had lifted off the air filter allowing oil mist to bypass the filters and be emitted from the unit. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Headache) with no expected long term effects. The steris technician replaced the vacuum pump and pump filtration system, ran successful processing cycles and returned the unit to service. The cause of this event was that the retainer spring ears on the pop-off valve of the vacuum pump did not have adequate tension. As a result, the pop-off valve became unseated and allowed oil mist to bypass the filter element. The steris technician who adjusted the pop-off valve during a prior maintenance visit was counseled and retrained on the proper method of adjusting this valve.